Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-01191.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-01191. It was reported the patient¿s lead at t12 was noted during the replacement procedure on (B)(6) 2019 to have migrated. It is unknown when the lead migrated. The lead was confirmed to have migrated through x-rays taken on (B)(6) 2019. The t12 lead was replaced during the (B)(6) 2019 procedure. Therapy was confirmed post-op.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-01191. Follow-up information provided the patient had both leads replaced on (B)(6) 2019 due to lead migration.